Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had reached a battery status indicator of explant. The battery status a month previous indicated 8 months remaining to explant. The explant indicator was found to be due to extended charge times. Technical services discussed and recommended device replacement. Additional information was received that this crt-d has been explanted and replaced as a result of the previously reported observations. A new crt-d device was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had reached a battery status indicator of explant. The battery status a month previous indicated 8 months remaining to explant. The explant indicator was found to be due to extended charge times. Technical services discussed and recommended device replacement. Currently, evidence suggests the device remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.